Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum fill of 50 units after loading multiple cartridges with insulin. There was no reported impact to the customer's blood glucose level. Recommendation was made to fill cartridge with room temperature insulin.